Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and a drain was placed. The reservoir functioned properly upon the first activation. Then, the pressure taken on the reservoir was lower, and the patient fluid was not suctioned properly to the reservoir during re-suction. The current status of the patient is stable. There were no adverse patient consequences reported.